Manufacturer narrative:
During the time of the reported event, the surgical table's floor lock linkage assembly was out of adjustment causing the table to become unlocked. The floor lock linkage is what drives the surgical table to raise and lower as needed. When the surgical table is unlocked the floor locks will retract and the table will rest on the casters. A steris service technician arrived onsite to inspect the table and found that the hardware on the floor lock assembly had become loose preventing proper operation of the floor locks. The technician followed the procedure as shown in the 3080-r maintenance manual to bring the floor lock linkage back into adjustment, tested the unit, and found it to be properly operating. The 3080-r surgical table operator manual states (pp.6-1), "check floor lock system; have qualified service technician adjust if needed". The 3080-r surgical table is not under steris service contract and all maintenance services are performed by the user facility. The 3080-r surgical table operator manual states (pp. 6-5), "monthly maintenance should be performed. Clean casters and floor locks". No additional issues have been reported.

Event description:
The user facility reported that their 3080-r surgical table unlocked without being commanded during a patient procedure. No report of injuries, procedure delays or cancellations.